Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, product type: programmer, physician.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 2000 mcg/ml baclofen at a dose of 300 mcg/day via an implantable pump for an unknown indication for use. It was reported that the representative made an error when programming the catheter information. The healthcare provider (hcp) used a unique technique for trialing. The hcp implants a spinal segment revision kit (8782) and uses her own device to infuse during the trial. The representative attended the implant, but instead of entering new two piece information for the spinal segment, they used the ascenda catheter model (8781). The representative stated it had almost been an hour since the update was made on (B)(6) 2017. The representative was on their way back to the hospital and would discuss with the hcp. The representative stated the hcp would likely just have her update the catheter programming and account for the delay in therapy initiating. There were no symptoms reported and no further complications anticipated.

Event description:
The indication for use of the pump was intractable spasticity and cerebral palsy. Additional information was received on 2017-apr-05. It was reported that the serial number of the physician programmer involved with the event was unknown. The patient¿s identifying information was provided. It was indicated that the patient¿s weight at the time of the event was unknown. The pump was implanted on (B)(6) 2017. No complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-14. The representative was notified immediately following the case and the healthcare provider (hcp) notified the representative of the error. They interrogated the patient¿s pump and entered the correct information. Due to the 20 cm discrepancy, it was calculated that the patient would be without drug for 2 hours. The hcp was not concerned and did not wish to do an additional priming bolus. There was no harm to the patient.